Event description:
It was reported that the customer's insulin pump was requesting that the customer reset the date and time. The customer stated that the incident occurred on two different occasions after changing the battery. The customer's blood glucose was 244 mg/dl. Troubleshooting was done. Upon checking the alarm history of the insulin pump, the customer stated that he had received the unexpected restart alarm and the external ram crc error alarm. The customer stated that the insulin pump was not stored or not in use for an extended period of time. Advised that a replacement insulin pump would be sent.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.